Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an intermittent audio output occurred. The patient stated that the receiver did not alert for a low continuous glucose monitor value and paramedics were called. They administered gel and apple juice at her home to get her glucose level up and did not transport her to the hospital. There was no injury, and at the time of the report the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.